Event description:
A (B) (6) female with two previous cervical spine surgeries. Second surgery done in 2005. Pt had never felt right after the surgery. With recent shoulder problem, neck pain is worse while doing physical therapy. Cervical spine x-ray and MRI scan shows plate in bad shape. Taken to surgery on (B) (6) 2010 for removal of failed and loose hardware. Pt tolerated surgery well.